Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿the patient ¿was not using masks all the time¿ while performing pd therapy (no further detail was provided). The patient was hospitalized for the event. Sixteen days after being admitted to the hospital, the patient was discharged. Apd therapy was ongoing while the patient was hospitalized. No further detail was provided regarding the treatment, the outcome of the peritonitis, or whether apd therapy was ongoing after the patient was discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.